Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). (B)(6) 2015.

Event description:
Patient was revised to address femoral loosening due to a fall. The loosening occurred at the bone/cement interface. Depuy cement was used. Update rec'd (B)(6) 2015 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records, prior to being revised the patient was also experiencing swelling. Also noted on (B)(6) 2015, the patient's radiographs revealed evidence of a fracture of the anterior aspect of the cement of her femoral component. At this time the patient's cement is being reported. The complaint was updated on: (B)(6) 2015

Manufacturer narrative:
Additional narrative: although no device associated with this report was received for examination, provided radiographs confirmed the reported loosening. A complaint database search found previous reports for the smartset mv 40g eo. Review of the device history records in a previous investigation did not reveal any related manufacturing deviations or anomalies on the provided product and lot combination. Medical records were received and reviewed, however, based on the information available, it is not possible to determine if the complaint is product related. The investigation could not identify or verify a root cause with the provided information. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.